Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a ventricular arrhythmia. Anti-tachycardia pacing (atp) was provided which did not convert arrhythmia then, accelerated it. A shock was provided which successfully converted the rhythm. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.